Event description:
It was reported that the patient experienced inappropriate anti-tachycardia pacing in response to an incorrect interpretation of signal. Technical support was contacted and recommended reprogramming to resolved the event. No intervention has been performed at this time. The patient was stable and will continue to be monitored.